Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tps handpiece cord caused a bias current message to be displayed when connected to the console during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The bias current message signals a condition occurred from which the device has the potential to cause another to run unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
It was confirmed the cable caused a bias current error and had high impedance by the service technician through functional evaluation. During the inspection, no external, physical damage was found. The presence of damaged internal wiring may cause or contribute to the reported event.

Event description:
It was reported that the tps handpiece cord caused a bias current message to be displayed when connected to the console during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The bias current message signals a condition occurred from which the device has the potential to cause another to run unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.